Event description:
The reporter contacted animas on (B)(6) 2012 alleging that there is no power to the pump, no audible tones or vibration. This report is being made based on the allegation that the pump will not power on.

Manufacturer narrative:
(B)(4): the battery cap was not returned with the pump for investigation. A new test battery was used during investigation. Review of the black box revealed no power on resets observed. On investigation, the pump powered on to the verify screen with vibratory function, but had no audible function. The test battery cap tightened to the pump properly with no visible yellow o-ring. The pump was exercised for 24 hours with test battery cap, no power loss or rebooting was duplicated. The pump cover was removed and revealed a cracked solder joint at the piezo.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.